Event description:
It was reported that the patient had been feeling light- headed, dizzy with occasional palpitations for the last ten days. The pulse generator was found in backup vvi mode. The backup vvi status report showed a base rate of 67.5 bpm, but no pacing was observed. Attempts to perform a download failed. The device was removed and replaced.

Manufacturer narrative:
Final analysis found loss of output and telemetry. The product code could not be downloaded due to low battery. Analysis found a wire bond joint anomaly on the radio frequency (rf) flex module which could result in premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.